Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The clinician reported that the patient's previously working remote monitor, did not power on. Technical support (ts) recommended to the clinician that because the monitor is battery operated, they should make sure the patient tries a fresh set of batteries. If the monitor still does not power on after replacing the batteries, ts advised to order a new monitor. Disposition of the monitor is unknown. No patient complications were reported as a result of this event.